Manufacturer narrative:
(B)(4). The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output and a hypoglycemic event on (B)(6) 2015. The patient reported she reached low blood glucose levels at work. Paramedics arrived and administered dexfor to treat the low blood glucose levels. The patient was then taken to a hospital. The patient was admitted into the hospital and was given a meal. The patient is unsure whether the alert was not audible or if she did not hear the alarm. No further medical invention was reported. At the time of the call with dexcom technical support, the patient tested the alert functionality and reported the alerts were functional.

Manufacturer narrative:
(B)(4).